Event description:
A patient reported blood glucose results of "241 mg/dl" with a lifescan meter and "89 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter and test strips are being replaced.